Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented remotely via merlin.net. Review of the transmission revealed that the atrial lead exhibited noise, sensing anomaly, and high impedance. No intervention was reported. The patient would continue to be monitored.